Event description:
The patient received a total disc replacement at an unknown level with an unknown prodisc-c implant on an unknown date. The patient experienced neck and shoulder pain and consulted with a second surgeon. The second surgeon determined the prodisc-c should be removed due to facet pain. It was explanted on (B)(6) 2013 and the patient was revised to a fusion. This report is for an unknown prodisc-c implant. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was conducted. ¿myelopathy or pain¿ is also listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. A search of pubmed failed to show any similar cases involving implant malposition and facet pain. Proper implant positioning relies on a strict adherence to the surgical technique taught in the mandatory prodisc-c training. This involves extensive use of fluoroscopy especially during the trialing and implant placement phases of the procedure. In this case, it does not appear that the surgeon followed the surgical technique as described in the technique guide. It is not known from the information provided with this complaint, what the cause of the patient¿s pain was.

Event description:
The patient received a total disc replacement at an unknown level with an unknown prodisc-c implant on an unknown date. The patient experienced neck and shoulder pain and consulted with a second surgeon. The second surgeon determined the prodisc-c should be removed due to facet pain. The prodisc was found to be misaligned. It was explanted on (B)(6) 2013 and the patient was revised to a fusion. This report is for an unknown prodisc-c implant.